Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun. This report is based on info supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that occlusion balloon deflated before any intervention was completed. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician attempted to start the intervention; however, the occlusion balloon deflated. The physician continued the case without protection. The pt is reported to be fine.